Event description:
A tandem mobi cartridge alarm was reported by a caller, and it occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. The caller was instructed by technical support to remove the cartridge and deliver a 9-unit bolus, which completed successfully. However, the original cartridge could not be reloaded, so technical support assisted the caller in loading a new cartridge using the proper technique. The caller successfully resumed insulin therapy, and the issue was resolved.